Event description:
The customer reported a falsely decreased potassium result generated on the alinity c analyzer on a patient. Results provided: (B)(6) 2022 sid (B)(6): potassium = 1.5 mmol/l, another instrument = 3.5 mmol/l (reference range: 3.5-5 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and parts replacement were performed. There have been no further reports of discrepant results since the parts were replaced. A review of the alinity c sn# ac03636 service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity c sn# (B)(6)analyzer.